Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately tortuous and severely calcified proximal left circumflex artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. However, during the third inflation at 3 atmospheres for 3 seconds the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Traces of blood was visible inside the balloon, consistent with a leak having occurred in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located over the distal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. The encore was tested at 12 atmospheres using a druck pressure gauge before and after use with no issues. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found a kink in the hypotube. The kink was located at 61.5cm distal from the strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately tortuous and severely calcified proximal left circumflex artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. However, during the third inflation at 3 atmospheres for 3 seconds the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was stable post procedure.